Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump reoccurred multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer did not received rewind request. Customer was assisted with fill cannula process. Customer stated that the fill cannula was re corded in daily history. Customer stated that they received battery failed alarm. Customer declined the troubleshooting for battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. Pump error 15 and pump error 4 noted in pump history file due to software error. Device passed the sleep current measurement and active current measurement test. No failed battery test alarms noted during testing. Device functioning properly. Device received with cracked case(battery tube).